Manufacturer narrative:
A ge svc rep performed an on site investigation. The vacuum tubes were worn out and repaired. The sys was then found to be operating as intended.

Event description:
The customer reported the sys displayed poor image quality without clear vision of anatomical landmarks. No report of pt injury.